Event description:
It was reported that the lesion was in the mid lad, with mild tortuosity and mild calcification. The powersail was adanced to the lesion, but when the catheter was inflated to 10 atm, the balloon ruptured. A spiral dissection was observed, so a stent was deployed to treat the dissection. The procedure was completed safely. The pt was reported to be in good condition after the procedure.